Manufacturer narrative:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out together. Therefore, the product was not available, and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with the instructions for use (IFU). The procedure was a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 5f non-cordis sheath was used. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Both buttons were fully depressed. The balloon was fully deflated. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was observed to be fully deflated and not retracted as received, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test could not be performed, as the device was received in a fully deployed state. However, since button 2 was received partially depressed, an attempt to fully depress button 2 was performed successfully. Following this action, the balloon was functionally retracted without resistance or abnormal behavior, and no issues were observed during this limited functional evaluation. The reported event of "sealant-inaccurate placement-complete" was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 partially depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis and the balloon was received fully deflated. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, "retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved." It should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out together. Therefore, the product was not available, and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vessel closure unit was prepared and used in accordance with IFU instructions. The procedure was a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 5f non cordis sheath was used. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Both buttons were fully depressed. The balloon was fully deflated. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.